Manufacturer narrative:
Visual assessment could not confirm the reported breakage as the anchor and inserter is intact. Device was tested for insertion and deployment using bone block material. Device deployed the anchor and suture as intended. A review of the device history records and complaint files confirmed that no additional complaints have been reported and no abnormalities were noted during the manufacturing process for this lot. There are no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that the device is broken. The case was a rotator cuff repair. The device broke in the patient and was completely removed. A backup device was available for use. There were no reported patient injuries. No other complications were noted.